Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck tip clamp and tip sleeve in the reported problem area of the pipette assembly. A new tip clamp, sleeve, compression spring, and lld contact spring were installed. The instrument was inspected, tested without further problem, and returned to service.